Manufacturer narrative:
(B)(4) on august 3, 2018, it was reported that the skin guard was broken. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) six times as documented in the repair reports in livelink. The last repair was may 12, 2017 where it was reported that the device was sticking/not closing completely and the side plates, bushings, comb, roller and gear were replaced. This is not a related issue. Product review of the skin graft mesher on august 8, 2018 revealed that the pre-test calibration and test cut were unable to be performed due to the bent comb. The roller and gear had visible damage. Repair of the skin graft mesher was performed by zimmer biomet surgical on august 8, 2018 which included replacement of the roller, comb and gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the device had a bent comb. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device had a bent comb. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
Skin graft mesher guard was broken. No adverse events were reported as a result of this malfunction.